Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Literature attachment: inadvertent defibrillator lead placement into the left ventricle after mitraclip implantation. (B)(4).

Event description:
This is filed to report the mitral stenosis and mitral regurgitation. It was reported through a research article identifying a patient affected by dilated cardiomyopathy, previously treated with a percutaneous mitral valve repair, with 2 mitraclip devices and later with dual chamber cardioverter/defibrillator implantation, returned in outpatient clinics 2 months after discharge for deterioration of dyspnea; transthoracic echocardiography revealed that the shock lead had been accidentally placed in the apex of the left ventricle. The unintentional lead malposition through the latrogenic atrial septal defect and its presence into the mitral valve orifice, together with the 2 clips implanted generated acceleration of transvalvular diastolic flow, determining a moderate stenosis of the mirtal valve, as well as promoting a worsening of the degree of valvular regurgitation. Details are listed in the attached article, titled inadvertent defibrillator lead placement into the left ventricle after mitraclip implantation.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history for the reported lot could not be conducted, as the lot information for the device was not provided, and the product was not returned for analysis. Based on the information available and reviewed, a definitive cause for mitral stenosis, worsening mitral regurgitation (mr) and dyspnea cannot be determined. The reported patient effects of mitral stenosis, worsening mr and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.